Event description:
A nasogastric tube was inserted under direct fluoroscopy. The nasogastric tube remained intact until approximately five days later when x-rays showed that the tip had broken off and was noted to be in the colon.